Event description:
The hcp reported the patient has experienced a recent loss of efficacy; the patient is unable to walk. Therapy and bipolar measurements obtained were within range; battery measurements were as expected. The rep redirected the hcp to review patient symptoms with the physician; imaging was recommended if lack of efficacy continues.

Manufacturer narrative:
.